Event description:
Customer states: "during a treatment of vesicle urereteral reflux by cystoscopy, the needle came off during the intervention and stayed in the pt (the surgeon was experienced). They took the needle out with a biopsy forceps but treatment may not be effective."